Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital and monitored. While monitoring, there were episodes of right ventricular (rv) exit block with no capture. All electrical parameters were stable and in range. The rv lead was explanted and replaced and the patient was stable.